Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The exact cause of the reported inaccurately delivery of the bifurcate leading to unintentional partial coverage of the left renal artery, and the reported stenosis in the right common iliac artery cannot be conclusively determined from the pre-implant films provided. Films at implant were not provided; the reported events cannot be confirmed. Pre-implant cta's showed the infrarenal aortic neck was angled ~ 65 deg a-p, and that the aortic neck to the aneurysm sac contained mild thrombus. It is possible that the angulated aortic neck may have contributed to the reported inaccurate delivery which resulted in the partial coverage of the left renal artery. Pre-implant films also showed that the vessel just distal to the right hypo bifurcation was highly angulated. This high angulation may have resulted in the flow constriction in the rcia, which resulted in the reported stenosis. The pre-implant thrombus may have also contributed.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a greater than 5.0cm abdominal aortic aneurysm. Mild proximal neck calcification and mild bilateral iliac calcification was noted. It was reported that the stent graft was deployed and there was great filling of the left renal artery; however, the angiogram appeared to show that the fabric of the graft was partially covering the left renal artery. Another manufacturer¿s stent was placed in the left renal. It was also noted that there was narrowing of the right common iliac artery; so the physician placed another manufactures stent there as well. It was reported that the event was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.